Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a high, out-of-range ventricular rate/sense impedance shortly after implant. An invasive examination of the system revealed an incomplete setscrew connection. According to the guidant field representative, all measurements normalized after the setscrew was reseated.